Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2018, the patient experienced depression ("depression for 2 years"). On an unknown date, the patient experienced dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes") and suffocation feeling ("sensation of suffocation"). The patient was treated with antidepressants and surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dizziness, fatigue, nausea, formication, hot flush and suffocation feeling outcome was unknown and the depression had not resolved. The reporter considered depression, dizziness, fatigue, formication, hot flush, medical device removal, nausea and suffocation feeling to be related to essure. The reporter commented: could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not find anything abnormal. Computerised tomogram head - on an unknown date: did not find anything abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, goiter and depression. Concomitant products included alprazolam, escitalopram, escitalopram oxalate (seroplex) and intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced depression ("depression for 2 years / worsening of anxio depressive disorders "). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device intolerance ("bad tolerance"), dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue / tired"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes"), suffocation feeling ("sensation of suffocation"), stress ("stressed "), tinnitus ("buzzing"), vertigo positional ("benign paroxysmal positonal vertigo") and otolithiasis ("canalolithiasis"). The patient was treated with antidepressants, surgery (subtotal hysterectomy and bilateral salpingectomy via laparoscopy) and bony labyrinth rehabilitation. Essure was removed on (B)(6) 2018. At the time of the report, the device intolerance, dizziness, fatigue, nausea, formication, hot flush, suffocation feeling, stress, vertigo positional and otolithiasis outcome was unknown and the depression had not resolved. The reporter considered depression, device intolerance, dizziness, fatigue, formication, hot flush, menorrhagia, nausea, otolithiasis, stress, suffocation feeling, tinnitus and vertigo positional to be related to essure. The reporter commented: the iud was a little moved during the intervention so that the inserts could be placed. Two essure inserts were placed, 0 trailing coil. The iud was left for 3 months until plain abdomen x-ray for control of position of the essure inserts. The patient had anxio-depressive disorders which had started before essure insertion and which worsened after essure insertion. The patient could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Hystology results from (B)(6) 2018 showed left and right tubes with subnormal aspects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not find anything abnormal. Computerised tomogram head - on an unknown date: did not find anything abnormal. X-ray - on an unknown date: good position of essure inserts, iud correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information added: essure insertion date and details, medical history, concomitant medication, lab test, and events (benign paroxysmal positonal vertigo, canalolithiasis, buzzing, stressed, menorrhagia, bad tolerance). Event essure removal was deleted, menorrhagia was considered serious-incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 46 year-old female patient who had essure inserted (lot no. 816053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pain menstrual (right side) in 2010, episiotomy (secondary hemorrhage during labor under epidural anesthesia) in 2005, metrorrhagia (during 1st trimester of pregnancy) and ectropion of cervix in 2004, live birth (assisted labor with ventouse suction cup) in 2000, c-section (first pregnancy c-section EU to baby's presentation) in 1997 and parity 4, multi gravida, partial mastectomy, anxiety, depression, anxiodepressive syndrome, goiter and multiparous. Previously administered products included: copper iud, copper iud and copper iud. Past adverse reactions to the above products included: iud migration with copper iud. Concomitant products included escitalopram, seroplex (escitalopram oxalate), alprazolam and iud nos (intrauterine contraceptive device). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. In 2018 she experienced depression ("depression for 2 years / worsening of anxio depressive disorders"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), device intolerance ("bad tolerance"), dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue / tired"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes"), suffocation feeling ("sensation of suffocation"), stress ("stressed"), tinnitus ("ear buzzing"), vertigo positional ("benign paroxysmal positonal vertigo"), otolithiasis ("canalolithiasis"), pelvic pain ("pelvic pain"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("depressive and anxiety disorders") and allergy to metals ("hypersensitivity to nickel included in essure medical device"). The patient was treated with antidepressants and profenid (ketoprofen) as well as surgery (subtotal hysterectomy and bilateral salpingectomy via laparoscopy) and non-drug therapy (bony labyrinth rehabilitation). At the time of the report, the heavy menstrual bleeding, fatigue, vertigo positional, pelvic pain, asthenia and mixed anxiety and depressive disorder were resolving and the depression had not resolved. The outcomes for device intolerance, dizziness, nausea, formication, hot flush, suffocation feeling, stress, otolithiasis and allergy to metals were unknown. The reporter considered allergy to metals, asthenia, depression, device intolerance, dizziness, fatigue, formication, heavy menstrual bleeding, hot flush, mixed anxiety and depressive disorder, nausea, otolithiasis, pelvic pain, stress, suffocation feeling, tinnitus and vertigo positional to be related to essure administration. The reporter commented: the iud was a little moved during the intervention so that the inserts could be placed. Two essure inserts were placed, 0 trailing coil. The iud was left for 3 months until plain abdomen x-ray for control of position of the essure inserts. The patient had anxio-depressive disorders which had started before essure insertion and which worsened after essure insertion. The patient could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Hystology results from (B)(6) 2018 showed left and right tubes with subnormal aspects. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): did not find anything abnormal [computerised tomogram head] (date unknown): did not find anything abnormal [cytology] in 2001: cytology test showing predominance of intermediate cells and squamous metaplasia [x-ray] (date unknown): good position of essure inserts, iud correctly placed lot number: 816053 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 46 year-old female patient who had essure inserted (lot no. 816053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pain menstrual (right side) in 2010, episiotomy (secondary hemorrhage during labor under epidural anesthesia) in 2005, metrorrhagia (during 1st trimester of pregnancy) and ectropion of cervix in 2004, live birth (assisted labor with ventouse suction cup) in 2000, c-section (first pregnancy c-section EU to baby's presentation) in 1997 and parity 4, multi gravida, partial mastectomy, anxiety, depression, anxiodepressive syndrome, goiter and multiparous. Previously administered products included: copper iud, copper iud and copper iud. Past adverse reactions to the above products included: iud migration with copper iud. Concomitant products included escitalopram, seroplex (escitalopram oxalate), alprazolam and iud nos (intrauterine contraceptive device). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. In 2018 she experienced depression ("depression for 2 years / worsening of anxio depressive disorders"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), device intolerance ("bad tolerance"), dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue / tired"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes"), suffocation feeling ("sensation of suffocation"), stress ("stressed"), tinnitus ("ear buzzing"), vertigo positional ("benign paroxysmal positonal vertigo"), otolithiasis ("canalolithiasis"), pelvic pain ("pelvic pain"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("depressive and anxiety disorders") and allergy to metals ("hypersensitivity to nickel included in essure medical device"). The patient was treated with antidepressants and profenid (ketoprofen) as well as surgery (subtotal hysterectomy and bilateral salpingectomy via laparoscopy) and non-drug therapy (bony labyrinth rehabilitation). At the time of the report, the heavy menstrual bleeding, fatigue, vertigo positional, pelvic pain, asthenia and mixed anxiety and depressive disorder were resolving and the depression had not resolved. The outcomes for device intolerance, dizziness, nausea, formication, hot flush, suffocation feeling, stress, otolithiasis and allergy to metals were unknown. The reporter considered allergy to metals, asthenia, depression, device intolerance, dizziness, fatigue, formication, heavy menstrual bleeding, hot flush, mixed anxiety and depressive disorder, nausea, otolithiasis, pelvic pain, stress, suffocation feeling, tinnitus and vertigo positional to be related to essure administration. The reporter commented: the iud was a little moved during the intervention so that the inserts could be placed. Two essure inserts were placed, 0 trailing coil. The iud was left for 3 months until plain abdomen x-ray for control of position of the essure inserts. The patient had anxio-depressive disorders which had started before essure insertion and which worsened after essure insertion. The patient could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Hystology results from (B)(6) 2018 showed left and right tubes with subnormal aspects. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): did not find anything abnormal [computerised tomogram head] (date unknown): did not find anything abnormal [cytology] in 2001: cytology test showing predominance of intermediate cells and squamous metaplasia [x-ray] (date unknown): good position of essure inserts, iud correctly placed quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: medical records received. Patient medical history, events: depressive and anxiety disorders, pelvic pain, asthenia, hypersensitivity to nickel included in essure medical device and event outcomes added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 46 year-old female patient who had essure inserted (lot no. 816053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pain menstrual (right side) in 2010, episiotomy (secondary hemorrhage during labor under epidural anesthesia) in 2005, metrorrhagia (during 1st trimester of pregnancy) and ectropion of cervix in 2004, live birth (assisted labor with ventouse suction cup) in 2000, c-section (first pregnancy c-section EU to baby's presentation) in 1997 and parity 4, multi gravida, partial mastectomy, anxiety, depression, anxiodepressive syndrome, goiter and multiparous. Previously administered products included: copper iud, copper iud and copper iud. Past adverse reactions to the above products included: iud migration with copper iud. Concomitant products included escitalopram, seroplex (escitalopram oxalate), alprazolam and iud nos (intrauterine contraceptive device). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. In 2018, she experienced depression ("depression for 2 years / worsening of anxio depressive disorders"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), device intolerance ("bad tolerance"), dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue / tired"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes"), suffocation feeling ("sensation of suffocation"), stress ("stressed"), tinnitus ("ear buzzing"), vertigo positional ("benign paroxysmal positonal vertigo"), otolithiasis ("canalolithiasis"), pelvic pain ("pelvic pain"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("depressive and anxiety disorders") and allergy to metals ("hypersensitivity to nickel included in essure medical device"). The patient was treated with antidepressants and profenid (ketoprofen) as well as surgery (subtotal hysterectomy and bilateral salpingectomy via laparoscopy) and non-drug therapy (bony labyrinth rehabilitation). At the time of the report, the heavy menstrual bleeding, fatigue, nausea, formication, hot flush, suffocation feeling, depression, stress, tinnitus, vertigo positional, otolithiasis, pelvic pain, asthenia, mixed anxiety and depressive disorder and allergy to metals were resolving and the dizziness had resolved. The outcome of device intolerance was unknown. The reporter considered allergy to metals, asthenia, depression, device intolerance, dizziness, fatigue, formication, heavy menstrual bleeding, hot flush, mixed anxiety and depressive disorder, nausea, otolithiasis, pelvic pain, stress, suffocation feeling, tinnitus and vertigo positional to be related to essure administration. The reporter commented: the iud was a little moved during the intervention so that the inserts could be placed. Two essure inserts were placed, 0 trailing coil. The iud was left for 3 months until plain abdomen x-ray for control of position of the essure inserts. The patient had anxio-depressive disorders which had started before essure insertion and which worsened after essure insertion. The patient could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Hystology results from (B)(6) 2018 showed left and right tubes with subnormal aspects. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): did not find anything abnormal. [Computerised tomogram head] (date unknown): did not find anything abnormal. [Cytology] in 2001: cytology test showing predominance of intermediate cells and squamous metaplasia. [X-ray] (date unknown): good position of essure inserts, iud correctly placed. Lot number: 816053. Manufacture date: 2011-01. Expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2023: event outcomes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 46-year-old female patient who had essure (batch no. 816053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual (right side) in 2010, episiotomy (secondary hemorrhage during labor under epidural anesthesia) in 2005, ectropion of cervix in 2004, metrorrhagia (during 1st trimester of pregnancy) in 2004, live birth (assisted labor with ventouse suction cup) in 2000, c-section (first pregnancy c-section EU to baby's presentation) in 1997, multiparous, goiter and anxiodepressive syndrome. Previously administered products included for an unreported indication: nt-380 iud in 2008, copper iud in 2006 and copper iud from 2000 to 2004. Past adverse reactions to the above products included device dislocation with nt-380 iud. Concomitant products included alprazolam, escitalopram, escitalopram oxalate (seroplex) and intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced depression ("depression for 2 years / worsening of anxio depressive disorders"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device intolerance ("bad tolerance"), dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue / tired"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes"), suffocation feeling ("sensation of suffocation"), stress ("stressed"), tinnitus ("ear buzzing"), vertigo positional ("benign paroxysmal positonal vertigo") and otolithiasis ("canalolithiasis"). The patient was treated with antidepressants, ketoprofen (profenid), surgery (subtotal hysterectomy and bilateral salpingectomy via laparoscopy) and bony labyrinth rehabilitation. Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, device intolerance, dizziness, fatigue, nausea, formication, hot flush, suffocation feeling, stress, vertigo positional and otolithiasis outcome was unknown and the depression had not resolved. The reporter considered depression, device intolerance, dizziness, fatigue, formication, heavy menstrual bleeding, hot flush, nausea, otolithiasis, stress, suffocation feeling, tinnitus and vertigo positional to be related to essure. The reporter commented: the iud was a little moved during the intervention so that the inserts could be placed. Two essure inserts were placed, 0 trailing coil. The iud was left for 3 months until plain abdomen x-ray for control of position of the essure inserts. The patient had anxio-depressive disorders which had started before essure insertion and which worsened after essure insertion. The patient could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Hystology results from (B)(6) 2018 showed left and right tubes with subnormal aspects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not find anything abnormal. Computerised tomogram head - on an unknown date: did not find anything abnormal. Cytology - in 2001: cytology test showing predominance of intermediate cells and squamous metaplasia. X-ray - on an unknown date: good position of essure inserts, iud correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: essure lot number informed; lab data updated; patient history updated; treatment drug added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('essure removed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2018, the patient experienced depression ("depression for 2 years"). On an unknown date, the patient experienced dizziness ("dizziness, feeling like she was fainting in cars"), fatigue ("intense fatigue"), nausea ("nausea"), formication ("formication in the head and hands"), hot flush ("hot flushes") and suffocation feeling ("sensation of suffocation"). The patient was treated with antidepressants and surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dizziness, fatigue, nausea, formication, hot flush and suffocation feeling outcome was unknown and the depression had not resolved. The reporter considered depression, dizziness, fatigue, formication, hot flush, medical device removal, nausea and suffocation feeling to be related to essure. The reporter commented: could not go into places with many people: sensation of suffocation. The event "depression" was still ongoing at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not find anything abnormal. Computerised tomogram head - on an unknown date: did not find anything abnormal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.